Event description:
Medtronic received information that approximately 8 years and 6 months following the implant of this transcatheter bioprosthetic pulmonary valve within a 22 millimeter (mm) homograft, the patient became symptomatic and was diagnosed with a pulmonary embolism (pe). Two days later, an echocardiogram identified an increased right ventricle pressure of 65-70 millimeters of mercury (mmhg) which was attributed to rv hypertension from the pe. Nothing specifically identified as valvular disease at that time. Initially it was reported, there was no evidence of a thrombus on the transcatheter pulmonary valve. However, per the physician in retrospect, could not exclude a valve thrombus at that time. The peak velocity across the valve on the echocardiogram at that time was 3 meters/second. However, as reported this measurement may have been underestimated. The patient was put on an anticoagulant at that time. There was no known coagulopathy. The patient did have a cholecystectomy one month prior to the pe. Aspirin was held for the cholecystectomy. Of note, when the patient was a young child, a stroke occurred which resulted in diminished mobility on one side. As reported, it was possible a deep vein thrombus (dvt) from immobilization had embolized. As reported, it was not known if the pulmonary embolus was r elated to the transcatheter pulmonary valve. Per the physician, there was no evidence of an infection or endocarditis. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device remains implanted. With the limited information, the relationship between the reported pulmonary embolism and the device cannot be reached / determined. There is still photo related to this event which was reviewed by medtronic. The still image showed a melody valve and no pre-stent placed. The valve appeared to have full expansion of the distal out flow and some compression incomplete expansion on the inflow anteriorly. Also some waist was present posteriorly, mid valve. Stenosis and high gradients can be related to valve related (degeneration, thrombus, calcification, etc.) Or non-valve related facto rs (lvot obstruction, patient pressures, lv dysfunction, etc.). Based on the information available and image review, a conclusive cause of the regurgitation, stenosis, and high gradients cannot be determined. In this case, it was reported that the thrombus seemed to have caused the stenosis. Thrombus can lead to immobile leaflets which may also cause the reported regurgitation. A review of the device history record (DHR) was performed for this valve, there were no deviation identified in manufacturing process. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.